Event description:
It was reported, that the device double beeps without cassette attached. The event occurred, during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
D9: product received date 7/25/2024. H3: one device was returned for repair in used condition. No applicable evidence to review in event log. This device has not been in for service in the review period. Visual/functional testing was performed. Reported problem was duplicated with functional test. While powering up, the device has a double beep. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.